Manufacturer narrative:
The device was replaced that day. There were no allegations against the longevity or function of the device. The device was returned to boston scientific in july 2013. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity. Despite exhaustive analysis, the condition that led to the premature battery depletion could not be reproduced.

Event description:
Boston scientific received information that at a device check in (B)(6) 2012, it was revealed that this pacemaker had reached elective replacement indicator (eri) battery status in (B)(6) 2012 and end of life (eol) battery status in (B)(6) 2012. The clinician did not expect the automatic capture feature to still be on. Technical services discussed that at eri, automatic capture becomes locked in retry at a voltage of two times the last pacing threshold measurement. As the device had reached eol, replacement was recommended. No adverse patient effects were reported.